Event description:
A tunneled central venous catheter was being placed for therapeutic purposes in 2005. During catheter insertion, the peel away sheath material was stretching rather than peeling apart and part of one side of the sheath snapped off inside the pt's vein. A wire was inserted into the vein to retrieve the broken sheath piece. The physician was able to finish placement.